Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04105. It was reported that the rotawire sheared off. The target lesion was located in the ramus and circumflex artery. During the procedure, a 330cm rotawire¿ was advanced and successfully used a 1.5mm rotalink¿ burr on the ramus. The same rotawire¿ was rewired into the circumflex and a 1.75mm rotalink¿ plus was used. Several runs were done in the circumflex and at some point, the tip of the rotawire¿ sheared off and traveled distally in the circumflex. The physician elected not to retrieve the wire as there were concerns that the patient had already been given a lot of contrast and also that putting a snare into the vessel could disrupt the vessel. The devices were removed and the tip of the rotawire¿ was left in the circumflex. No further patient complications were reported and the patient's condition was stable. The patient was sent to the holding area.